Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose was 47 mg/dl at the time of event. Customer treated low blood glucose level with food. Customer's current blood glucose level was 246 mg/dl. Customer felt okay to troubleshoot. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was not activated at the time of low blood glucose event. Customer reported sensor issue like change sensor and calibration not accepted error. The insulin pump will not be returned for analysis.